Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to corroded keypad traces. The insulin pump has cracked case at display window corners, reservoir tube, battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 187mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.